Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) quote for 2 numbers of batteries. Patient not involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fiels: b5. Upon further review it was determined that the reported event involved only a quote request. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number 2249723-2025-0000945 in your database.

Event description:
Upon further review it was determined that the reported event involved only a quote request. There was no malfunction of the device and therefore the event does not meet the definition of an incident/serious incident, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number 2249723-2025-0000945 in your database.